Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the occlusion event by changing the cartridge and resumed insulin delivery. Ultimately the pump was replaced.